Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false negative occurred. The following information was provided by the initial reporter: patient had pseudomonas aeruginosa grow from aerobic bottles. Patient had history of afb, so customer subcultured bottle after it flagged negative. Culture grew pseudomonas.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false negative occurred. The following information was provided by the initial reporter: patient had pseudomonas aeruginosa grow from aerobic bottles. Patient had history of afb, so customer subcultured bottle after it flagged negative. Culture grew pseudomonas.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false negative result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false negative result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.